Event description:
A report was received that a pt was burned multiple times by her charger. The symptoms of the burn were pain, blistering and redness. The burn was the size of the charger and was located over the ipg site. The pt saw a physician for the burn and was given a burn creme to treat the burn.